Event description:
It was reported that during a percutaneous coronary intervention procedure a catheter breakage occurred. The lesion being treated was located in the bifurcation of the left anterior descending and circumflex arteries. The physician used a non bsc balloon and a 2.0x15mm maverick2 monorail for bifurcation kissing balloon therapy. After inflation he withdrew the non bsc balloon first then the maverick2 monorail balloon. Both balloons were stuck inside a non bsc guiding catheter. The physician felt resistance and withdrew again. The maverick2 monorail balloon catheter was broken in two pieces inside the guiding catheter. The procedure was completed with this device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the maverick2 balloon was removed with the unknown guide catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft. The break was located approximately 17.3cm distal to its proximal edge. The midshaft was severely stretched at the site of the break. An examination of the balloon found that the balloon was deflated however, there was a small build up of solidified blood inside the balloon and inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).